Manufacturer narrative:
(B)(4).

Event description:
Procedure: wedge resection. According to the reporter: on the 2nd firing, malformed stapling occurred. The staple line was over sewed. This extended surgery time by more than 30 minutes.